Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the returned device confirmed that approximately 7 mm of one blade and blade pad had detached from the balloon's proximal body. The remaining blades were fully bonded to the balloon and no damage was noted to the other blades. A visual and microscopic examination observed no damage to the tip. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when a leak was noted to be coming from a pinhole at the distal edge of the detached blade. An examination of the markerbands identified no issues. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located inside a previously implanted stent in the iliac artery. A 6.00mmx2.0cmx135cm peripheral cutting balloon® (pcb) was advanced. During procedure, one of the blades got caught on the strut of the stent. The pcb was removed by turning and manipulation of the device. The blade was still on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. The target lesion was located inside a previously implanted stent in the iliac artery. A 6.00mmx2.0cmx135cm peripheral cutting balloon (pcb) was advanced. During procedure, one of the blades got caught on the strut of the stent. The pcb was removed by turning and manipulation of the device. The blade was still on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's condition was fine.